Manufacturer narrative:
Technician: brakes were not setting at head end of stretcher. Cause: inspected to find was cam broken. Resolve: replaced cam and rod, performed function check to resolve this issue. Unit found in storage area.

Event description:
Brakes were not setting at head end. No injury reported.